Event description:
It was reported to philips that cine was not working due to incorrect protocol selection on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a system restart and confirmed the system is operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))